Event description:
It was reported, during an unspecified therapeutic procedure, e226 appeared and the screen went black for a moment. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.